Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and broken battery tube threads.

Event description:
The customer reported that the insulin pump had reservoir tube lip and battery tube lip are cracked. The customer's blood glucose level was 144 mg/dl. The customer was advised that the insulin pump will be replaced. No further information was reported.